Event description:
The system 5 dual trigger rotary was sent for service and during failure analysis at the MFR it was noted that the leafkey housing is chipping.

Manufacturer narrative:
Based on the investigation details, the likely cause is black hard anodized coating degrades over the course of time during use. The leafkey housing was upgraded along with other components. It was also noted that during eval, the handpiece ran on it's own w/o user activation.